Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he connected himself and then noticed a few big air bubbles in the patient line. The hp stated he shut the hc off and then disconnect himself and needed assistance with getting the set out. The technical service representative (tsr) then assisted the hp to cycle power off/on and then at press go to start the tsr assisted the hp to remove the set. The tsr had the hp cycle power off/on. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.

Event description:
On (B)(6) 2010 a homechoice peritoneal dialysis patient called baxter regarding an unrelated issue and mentioned he developed peritonitis. On (B)(6) 2010 baxter product surveillance contacted the peritoneal dialysis nurse. The nurse confirmed that the patient was traveling in early (B)(6) and had developed peritonitis. The nurse feels that the cause was the patient's technique and has been retrained. His effluent sample was cloudy and he was given vancomycin and fortaz intraperitoneally. The effluent cultured (B)(6) (dates unknown). Patient is currently recovering. The nurse does not feel that any baxter products or solutions caused the problem but is concerned because the patient keeps the solutions in his garage.